Event description:
Complainant says they gained access, thereaded wire and inserted sheath like they normally do, then proceeded to use stiffening stylet to keep both lumens of the catheter together while inserting through the sheath. Once the catheter was inserted the patient started to complain that they were experiencing pain but could not pinpoint the area. Blood pressure started dropping and code blue was called.